Event description:
On (B)(6) 2014, the doctor alleged that approximately two hundred fifty (250) patients had returned to the office due to pain and infection in root canals that had previously been treated with realseal se. This is the eighty-ninth of two hundred fifty (250) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight could not be recalled. The root canal failure occurred approximately six (6) months to one (1) year after treatment. The doctor stated that they cleaned out the root canal, filled it with calcium hydroxide, and may have prescribed codeine, amoxicillin, or clindamycin as treatment. The doctor reported that the patient either returned for 2-3 visits which involved canal cleaning and calcium hydroxide treatments, or the patient was referred out to an oral surgeon or periodontist for tooth removal and/or restorative work. The doctor was not definitive as to whether the patient had fully recovered. Sybronendo has requested that the customer report any new information with regard to this patient. An update will be provided if any new information becomes available.